Manufacturer narrative:
Device not returned.

Event description:
It was reported that the end of the usb cable was damaged and would not charge pump battery. Cable was changed to resolve the issue. There was no reported adverse impact to customer's blood glucose.